Event description:
Consumer e-mail stated 2 tampons looked like they were coming apart with the cotton coming out while removing them after use. No injury was reported. 26-may-2021: no failure could be identified as a result of the investigation by the manufacturer.

Event description:
Consumer e-mail stated 2 tampons looked like they were coming apart with the cotton coming out while removing them after use. No injury was reported.

Event description:
Consumer e-mail stated 2 tampons looked like they were coming apart with the cotton coming out while removing them after use. No injury was reported.

Event description:
Consumer e-mail stated 2 tampons looked like they were coming apart with the cotton coming out while removing them after use. No injury was reported.